Event description:
During routine removal the dome broke and dropped into the stomach and had to remove via scope.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.